Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were receiving change sensor alerts. The customer also reported that they over the last couple of days they had experienced low blood glucose level of 48 mg/dl and 78 mg/dl. The customer declined troubleshooting for the low blood glucose. They treated the low blood glucose with food. The customer will be sent a replacement for their sensors. The device will not return for analysis.